Event description:
Attorney alleges plaintiff developed physical symptoms, not yet severe. Attorney defines physical symptoms as: breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breastfeed and arm/neck pain.